Event description:
It was reported that during the attempted implant of a right ventricular (rv) lead there was difficulty passing the stylet through the lead and it did not track/manipulate as intended. The rv lead and stylet were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.